Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/13/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. No injury or medical intervention was reported. Calibration was performed during loss of signal. The dexcom g5 mobile cgm system user's guide states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Data was reviewed on 06/07/2016. The reported event of inaccurate cgm values was confirmed. A root cause was not determined.